Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Updated field(b5).

Event description:
The intended procedure was a diagnostic representation of bile. The examination had to be discontinued because no clear findings could be seen due to the image disturbance. During the examination, the probe was connected to the olympus tower and the arietta s70 sonography device from hitachi. The patient did not suffer any further damage in the case, the examination had to be carried out again with another device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had stripes in ultrasound image. The issue occurred during an unspecified surgery. No delay was reported. Inspection and testing of the returned device found that there was a gap between acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. No compromised image found. The device evaluation found that there was a gap between acoustic lens and ultrasound probe. Additional inspection findings include the following: grip had a scratch, scope-body had a crack, water-cylinder had discoloration, switch box was deformed, scope cover was deformed, forceps elevator lever was a scratch, water tightness was lost due to a dent on due to a dent on light guide cover, the number of missing element exceeds the standard value due to damage on ultrasonic cable, displayed ultrasound image was defective due to damage on acoustic lens, distal end had a scratch, distal end was deformed, adhesive on rubber had wear, adhesive on rubber had a chip, connecting tube has a buckling, bending angle in up/right direction did not meet the standard value due to wear of angle wire, channel tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.